Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# v010595, implanted: 2006-(B)(6), explanted: 2012-(B)(6), product type: lead. Product ID: 7435, serial# (B)(4), implanted: 2006-(B)(6), product type: programmer, patient. Product ID: 748925, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2012-(B)(6), product type: extension. Product ID: 748925, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2012-(B)(6), product type: extension. (B)(4).

Event description:
It was reported that the stimulator was great. The wires moved and the patient started to have pain. The patient did not remember the year that the issues started. The patient stimulation deice was removed but a component was left implanted in the hip. The component hurt her when they bumped it. The part in her hip was eventually removed. If additional information is received, a follow-up report will be sent.